Event description:
A home patient (hp) contacted global technical services regarding a system error (se) 2240 alarm that occurred on the home choice (hc) unit during dwell 2 o 4. The technical service representative (tsr) assisted the hp with clearing the alarm then explained a se 2240 indicates a large amount of air has entered setup and that the hp start over with new supplies. There was no patient injury or medical intervention reported. A follow up was done via phone call. The hp stated they were not sure what had caused the alarm, they discarded the sample, the lot number is unknown and that they don't have any more from that box. The hp stated therapy has been going fine. No injury or medical intervention reported as a result of this incident.

Manufacturer narrative:
(B)(4). This complaint is for a report of a system error 2240 (air in set) alarm. The complaint was not confirmed and the assignable cause was undetermined. The lot number was not provided; therefore, a batch review cannot be conducted. Sample was not returned; therefore, no evaluation could be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA.